Event description:
During an arthroscopic labral repair, the physician reportedly utilized a speedlock knotless implant. Once inserted, the physician was not able to deploy the suturelock. The suture was removed with a grasper; however, the physician was unable to remove the implant. A new bone hole was drilled to allow the surgeon to place a new speedlock implant. No patient injuries were reported as a result of this event.

Manufacturer narrative:
The patient's identifying information was not available.